Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that on (B)(6) 2015 sp02 on drager m540 with dc1 sensor on patients left thumb was 94%. Sp02 on masimo radical7 same sensor and finger was 94%. Abg drawn showed ph 7.35, pc02 52.6, pa02 328mmhg, hc03 29.2. Physician expects the sp02 should be 100% when the pa02 is greater than 300.